Manufacturer narrative:
Media review: two images from the event were reviewed by a boston scientific quality engineer. The images show evidence of packaging damage consistent with possible handling of packages during storage or transport. The reported event was confirmed. B3: date of event - estimated as 01 april 2025 as the date of event is unknown and the aware date was in april 2025. H6: device codes - corrected to include the contamination during use code.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter outer box packaging was found to be damaged during shipping. Further inspection noticed that the sterile package was damaged. The device was replaced, and the procedure was completed successfully. No patient involvement was reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter outer box packaging was found to be damaged during shipping. Further inspection noticed that the sterile package was damaged. The device was replaced, and the procedure was completed successfully. No patient involvement was reported. The device isn't expected to return for laboratory analysis.